Event description:
Additional lot of faulty PICC lines. We later discovered that the PICC lines in lot # 2 were also faulty. In lot # 2, 29 patients were known to have lines installed, all of which have been removed. Note: the risk management department received custody of two lines from lot # 2 and the manufacturer has been notified.